Event description:
It was reported that during the implant procedure of the implantable pacing lead (ipl) the physician encountered some issues with the j-shape stylet getting stuck in lead after engaging the lead tip in the vein at the final location. Difficulty to remove the stylet, however, the stylet was removed and the ipl remains in use. No patient complications have been reported as a result of this event.